Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the part of the insulin pump where the reservoir twists broke off. Customer stated that she needs to glue the piece back on and the battery compartment had a crack as well. Troubleshooting was done. Customer's blood glucose was 116 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip.